Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 136 ohms, triggering a red call doctor (rcd) notification on the patient's communicator. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 136 ohms, triggering a red call doctor (rcd) notification on the patient's communicator. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating tachy therapy was turned off due to the high, out-of-range shock impedance measurements of 180 ohms, and the patient was equipped with a life vest. The rv lead remains implanted. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced due to the out-of-range impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 136 ohms, triggering a red call doctor (rcd) notification on the patient's communicator. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating tachy therapy was turned off due to the high, out-of-range shock impedance measurements of 180 ohms, and the patient was equipped with a life vest. The rv lead remains implanted. No adverse patient effects were reported.